Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 322 through the history log, but could not reproduce it during eval. Eval determined the cause to be a failed upper hook switch. The upper auxiliary assembly was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
It was reported a spectrum pump alarmed system error 322. Any pt involvement, injury or medical intervention is unk.